Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR # 1225714-2014-02888 and 1225714-2014-02889.

Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one of two device reports for this event. Related MFR # 1225714-2014-02888 and MFR #1225714-2014-02889.

Event description:
Additional information received patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by product administered during dialysis treatment.

Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one of two device reports for this event. Related MFR # 1225714-2014-02888 and MFR #1225714-2014-02889.